Manufacturer narrative:
H10: the actual devices were not available; however, photographs were provided for evaluation. A visual inspection of the photographs was performed, however, it was not possible to observe the reported issue in the photographs of the two devices. Two retention samples were evaluated. A visual inspection with the naked eye was performed to the retention samples and no non-conformity was observed. Additionally a push-pull test was performed on all junctions and no disconnectons were identified. A traction test was performed and both retention samples withstood the minimum required force. Functional underwater leak and air passage tests were performed and no leak or blockages were found on either of the retention samples. The reported condition was not verified in the photographs or during evaluation of the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a hole in the tubing of two (2) solution administration sets. The issue was identified before use. There was no patient involvement. No additional information is available.